Event description:
It was reported that the patient had a seroma. The physician coiled up the leads and left them in the patient to be revised after the seroma healed. The patient was revised in 2007.

Manufacturer narrative:
Device remains in patient. Additional suspect device components involved in the event:model: sc-2138-50, linear lead (phase iiia) 50cm. This is a final report.